Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data that appeared consistent with pump stop events; however, a specific cause for the pump stops could not be conclusively determined through this evaluation. The submitted left ventricular assist device (lvad) event log file captured software reset events on 04may2026, 05may2026, and 11may2026. These events are indicative of a loss of power to the pump, which would have resulted in pump stops. The software reset event captured on 04may2026 appeared consistent with the reported controller exchange on that date. The cause of the pump stops observed on (B)(6) 2026 could not be determined as the relevant timeframe had been overwritten in the controller event log file. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent system controller exchange on (B)(6) 2026 to resolve frequent power cable disconnects. Despite using clean, new equipment and being fully attached to power, this did not resolve the alarms. It was planned that patient will undergo modular cable exchange. Log files were submitted for review and to check if pump related concerns. The event log file captured intermittent power cable disconnect while connected on battery power. This indicated that white power cable may have a poor connection between the battery clips. The frequent disconnects were not occurring for the few hours that the patient was connected to the mobile power unit (mpu). The log file captured routine events, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended. The modular cable was returned for evaluation. The provided log files were reviewed, and a software reset/rotor displacement event was captured on 11may2026 within the lvad event log file, indicating that an additional pump stop occurred separate from the reported system controller exchange on (B)(6) 2026 (which was also captured). The cause of this event was unable to be determined, as it was not captured within the system controller's event data due to be overwritten with newer events.